Event description:
This customer reported that the defibrillator delivered several shocks at (B)(4) during a pt event. The involved pt died.

Manufacturer narrative:
(B)(4). This customer reported that the defibrillator delivered several shocks at (B)(4) during a pt event. The involved pt died. This complaint is still being investigated. A f/u report will be submitted after philips obtains more info about this event.